Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e 411 immunoassay analyzer. The initial ft3 iii result was 1.51 pg/ml with a data flag. This result was reported outside of the laboratory where the physician questioned it because the patient should have a normal result. The sample was re-centrifuged and repeated and the result was 3.49 pg/ml. There was no allegation that an adverse event occurred. The ft3 iii reagent lot number was 17902603 with an expiration date of 08/31/2017. The customer had last performed calibration on (B)(6) 2017 where the results were lower than the expected values. No calibration had been performed for the current reagent pack. The customer is not following calibration frequency as documented in product labeling. The customer re-calibrated on (B)(6) 2017 and calibration results passed. Quality controls were within the acceptable range. Liquid flow cleaning was last performed on (B)(6) 2017. No issues were identified during a review of the alarm trace. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the sample was re-centrifuged between the first and 2nd result, the discrepant low result was most likely caused by micro clots or fibrin in the sample. Additional potential root causes may be related to insufficient maintenance, a tilted sample tube or foam/bubbles on the sample/reagent.